Manufacturer narrative:
Follow-up #1: date of submission: 03/13/2017. Device evaluation: the device has been returned and evaluated by product analysis on 02/17/2017 with the following findings: review of the black box data did not reveal any records indicative of rewind or motor warnings or alarms. On investigation, the pump was exercised and a motor rewind issue was not duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump stopped the rewind function prior to completely rewinding the piston. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged issue may lead to a long term cessation of insulin delivery if the user is not able to complete the prime steps in preparation to use the pump.